Manufacturer narrative:
Patient information: requested however was not provided. Only the device logs and customer dataset were received for investigation; testing and inspection could not be performed. The customer¿s report of an unspecified patient event was identified. Log analysis of the pcu event log shows the user had a problem programming a custom concentration infusion of dexmedetomidine (drugid 181) and initially programmed with parameters that calculated the rate to be 649ml/hr instead of the intended 13ml/hr. The root cause of the customer¿s report of an unspecified patient event was identified as a user programming (custom concentration). No device was returned for investigation.

Event description:
It was reported that a precedex (0.5mcg) infusion was initiated at 0600, however experienced difficulty getting the dose to match the expected volume. The pump was power cycled 2 times and reprogrammed again at dose of 0.5 mcg or 13 ml. Shortly after, it was noted that the patient's heart rate had dropped from the 100¿s to 60¿s. The precedex was turned off immediately and the blood pressure (bp) was taken every 5 minutes. The bp steadily dropped over the next few readings. The patient remained lethargic but awakened when shaken. A bolus of 0.9 nacl was initiated, and levophed was started at 0640, titrated to 6mcg. The patient's respiratory rate was stable at 11-12 through the duration.